Event description:
I felt very nauseous and a horrible headache and felt very sick for 2 days. I couldn't figure out what was wrong until I realized I had part of a tampon still inside me from a period that ended a few days earlier. I used a douche to clean myself out and found more pieces that was left in. After a few hours I started to feel better and was back to normal after a few days. I thought it was just something horrible that happened to me, until I read about this recall, it's a scary thing. Frequency: every 4 hours. How was it taken or used? Vaginal. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: period.